Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had several needles of the same batch. And they could not get the botox to go through correctly. There were no reports of patient harm.

Event description:
It was reported that the subject device had several needles of the same batch, and they could not get the botox to go through correctly. The issue was found during a therapeutic flexible cystoscopy procedure. There was a delay in patient care and procedure prolonged by 20 minutes extra. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: a2, a3a, b5, b7, d4, d8, d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had several needles of the same batch, and they could not get the botox to go through correctly. The issue was found during a therapeutic flexible cystoscopy procedure. There was a delay in patient care and procedure prolonged by 20 minutes extra. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified based on the results of the investigation. Olympus will continue to monitor field performance for this device.